Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm) to correct the issue. The system was tested and verified as ready for use. Isi did not receive the product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a training/demo of the da vinci system, the clinical sales representative (csr) contacted the technical support engineer (tse) and reported that a 32134 error occurred at startup with a message to disable the left-hand controller on console one, with no obstructions found on the controller. The system was power cycled, but the error reappeared. It was explained that the issue was related to the left-hand controller, and the site proceeded to use the second console for the training session. There was no reported patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The master tool manipulator (mtm) was returned and evaluated by the failure analysis (fa) team. The failure analysis confirmed and replicated the field complaint. A review of field lighthouse logs showed mtm experienced errors. A visual inspection was performed and found no external damages. The mtm was placed on in-house system and failed showing errors. The mtm was then placed on surgeon console fixture test platform (sftp) to perform fitness tests and 1-hour sine cycle and triggered errors on the field and in-house system. Aba swapped with gold manipulator controller master base driver (mcmbd)2, re-executed test and passed. Tested og mcmbd2 again, re-executed test and passed. Upon further testing, mtm failed gravity balance test. Performed gravity sequence, re-executed test and passed. Rest of fitness tests passed.1-hour sine cycle passed. After investigations, failure analysis found the root cause to be due to a faulty mcmbd2 printed circuit assembly (pca) board.